Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had dislodged. This was identified by a large drop in lv lead impedance measurements and lv threshold increase on (B)(6) 2021. This lv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.